Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen had gone blank, but the pump still had audible tones.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were multiple consecutive call alarms observed in the black box and alarm history on the reported failure date. The pump booted on with audio tones, vibration, and had a fully illuminated display screen. A new software code was able to be loaded. The pump was opened and evaluated and there was no visible defect found. A blank screen could not be duplicated.